Event description:
Additional information received from the consumer reported no steps were taken to resolve the issue as the patient could not get to (B)(6). It was kind of scaring her.

Manufacturer narrative:
Concomitant medical devices: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3998, lot# v019569, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The patient reported she had a seizure and fell and cut her head open on (B)(6) 2015 and the patient didn't know if this was related or not. The patient had tingling in her hands and numbness in her lower extremities. The patient was having it the worst in her right leg and her fingertips felt funny to her. The health care provider told the patient that she would be paralyzed in 5 years, but that was 8 years ago and the patient didn't want to be paralyzed. The patient noted the stimulation was on and it stimulated and it had like half a charge left. The indication for use was post lumbar laminectomy syndrome. If additional information is received, a follow-up report will be sent.